Manufacturer narrative:
Findings: pump unable to prime during prime/a33 test due to faulty fsr (gold). Unable to perform the no delivery test due to prime anomaly. Pump received with cracked case at display window corner, minor scratched display window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that they had excessive no delivery alarms. Customer's blood glucose was unknown mg/dl.